Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Upon examination, the implantable cardioverter defibrillator was found with false episodes of atrial tachycardia and atrial fibrillation (at af) due to far field r wave oversensing. The atrial channel sensitivity was decreased to prevent oversensing.